Manufacturer narrative:
Product analysis: the product specimen has not been returned for device analysis. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that twelve years, three months post implant of this bioprosthetic aortic valve, this device was replaced, valve-in-valve with a transcatheter bioprosthetic valve. No adverse patient effects were reported.